Manufacturer narrative:
The following other hip devices were also listed in this report: omnifit ser, ii insert-10 deg., cat# 2041-2854, lot #unk. C-taper cocr lfit head 28mm/+10, cat # 06--2810, lot # unk. It cannot be determined which, if any of these devices may have caused or contributed to the reported revision. An eval of the devices cannot be performed as the devices were retained by the pt and were not returned to the MFR. Add'l info pertaining to the devices referenced in this report (including x-rays and medical records) was requested, but not made available. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the implants listed above were removed and the doctor proceeded to a zimmer shell."